Manufacturer narrative:
No button error alarm during testing. The insulin pump had unresponsive buttons due to corroded keypad traces. The insulin pump was received with minor scratched lcd window, cracked case at display window corner, cracked battery tube threads and cracked reservoir tube lip.

Event description:
It was reported the customer received a button error alarm. The mother also reported the buttons were not responsive. The customer's blood glucose was 149 mg/dl. The customer's mother could not recall any significant events leading to the alarm. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information is provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.